Manufacturer narrative:
The manufacturer attempted to follow up for additional information, but no additional details has been provided to date. Since the device remains implanted (tavi implanted), no inspection on the device is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. However, per the documents review performed, no manufacturing deficits were identified. Given the implanting time and the data on the device reported (i.e. Presence of aortic stenosis, treated with the placement of a tavi implant), it can be reasonably deduced that the event is a result of a structural valve degeneration. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should the manufacturer receive further information in the future, an update to this reporting activity will be provided.

Event description:
See intial report.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Indicated as (B)(6) 2016 as a placeholder. The exact implant date is unknown (B)(6) 2016.

Event description:
The manufacturer was informed that a patient received a pvs25 valve in (B)(6) 2016. The patient presented aortic stenosis - peak and mean gradient of 95 and 48mmhg. Patient received a tavi sapien 23mm on (B)(6) 2020. After one month the peak and mean gradients were 29 and 18mmhg. The patient recovered well.